Event description:
A hemodialysis user facility has reported, they found a kink in the tubing at the point of the arterial clamp placement on patient portion of this bloodline. This bloodline was never used on a patient. The sample is available for an evaluation.